Event description:
An alarm issue was reported with the adc device in use with an sm-a236b samsung phone with an android operating system version 13 with software version 2.10.1.10406. The customer sensor's low alarm failed to trigger when the customer was low and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treatment and glucose result of "40" was received from an unspecified device and the customer was provided glucose solution and food by a non-healthcare professional for treatment. Reportedly, an hour about after the initial measurement (of 40), a reading of "180" was obtained, an hour after that "218" was obtained, and an hour after that "286" was obtained. All the reported glucose readings were obtained from an unspecified device. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported complaint was investigated and determined that there were no issues with the customer's reported application that would have led to the complaint. The user reported missing high or low glucose alarm. Attempted to replicate the user¿s complaint using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an sm-a236b samsung phone with an android operating system version 13 with software version 2.10.1.10406. The customer sensor's low alarm failed to trigger when the customer was low and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treatment and glucose result of "40" was received from an unspecified device and the customer was provided glucose solution and food by a non-healthcare professional for treatment. Reportedly, an hour about after the initial measurement (of 40), a reading of "180" was obtained, an hour after that "218" was obtained, and an hour after that "286" was obtained. All the reported glucose readings were obtained from an unspecified device. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device in use with an sm-a236b samsung phone with an android operating system version 13 with software version 2.10.1.10406. The customer sensor's low alarm failed to trigger when the customer was low and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treatment and glucose result of "40" was received from an unspecified device and the customer was provided glucose solution and food by a non-healthcare professional for treatment. Reportedly, an hour about after the initial measurement (of 40), a reading of "180" was obtained, an hour after that "218" was obtained, and an hour after that "286" was obtained. All the reported glucose readings were obtained from an unspecified device. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported high or low glucose alarm. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s20 fe 5g, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.